Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said for some reason she stopped feeling the tingling in leg. The patient reported a sudden loss of symptom relief and did not feel stimulation. Patient said she had return of symptom relief. Patient wanted to increase stimulation and when she tried to increase it said can't find the device. Patient said she was in the hospital because her husband had surgery. She said, she moved away from his bed and then controller was able to communicate. She increased it and felt it and she said her symptoms went away. Caller wanted to know what could cause the controller to show can't find device. It was reviewed with caller that hospital's have a lot of emi, and that it might have been disrupting her communication with device. There were no further complications reported at this time.